Manufacturer narrative:
This report is for an unknown - nail head elements: fns/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant medical products: see event description. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2019, that the patient complained of pain. Originally, around the late (B)(6) 2018 or early (B)(6) 2019, an open reduction internal fixation (orif) with femoral neck system (fns) was applied to surgery for femoral neck fracture with garden stage I. After the surgery, the patient was discharged from the hospital, and was able to walk. However, on (B)(6) 2019, the patient visited the hospital and reported pain and x-rays showed an implant cut-out had occurred. The patient is currently in the hospital for revision surgery. Re-operation for removing the fns implants and performing total hip arthroplasty (tha) was scheduled on (B)(6) 2019. The surgeon commented that since partial necrosis was observed on the femoral head, the event might have been caused by blocking of blood flow to the femoral head. There were no problems in the surgeon¿s techniques including reduction of the fracture site. It was unknown if the revision surgery was successfully performed on (B)(6) 2019. There was no information about the revision surgery as of this time. Concomitant device reported: unknown fns plate (part #: unknown, lot #: unknown, quantity: 1) and unknown locking screw (part #: unknown, lot #: unknown, quantity: 1).this report is for one (1) unk - nail head elements: fns antirotation.this complaint involves two (2) devices.this report is 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.